Manufacturer narrative:
(B)(4). If explanted, give date: not applicable as the lens remains implanted to date (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A female patient reported that after she had intraocular lenses, model zmb00 implanted in both eyes, she has had problems from day 1. A 20.5 diopter was implanted in her left eye on (B)(6) 2013 and a 19.5 diopter in her right eye on (B)(6) 2014. (Note: per implant card the date of implant for the right eye was (B)(6) 2014 and not (B)(6) 2014 as reported by the patient). Two years ago, after several visits, the surgeon advised to wait two years after the surgeries for her eyes to correct themselves. She reports that 2 years later after the surgeries, her vision has not improved and is actually much worse than before the operations. She is concerned with blurriness and shadow effects when looking at any objects, print, or otherwise. The problems are not helped with different strengths of reading or prescribed glasses she has tried. She provided eye prescription before and after the surgeries: pre-op taken on (B)(6) 2012: sphere: right eye -1.50 / left eye -1.50, cyl: right eye +0.50 / left eye +0.25, axis: right eye 058 / left eye 028, best corrected visual acuity (bcva) 20/20 for both eyes. Post-op taken on (B)(6) 2015: sphere: right eye +0.50 / left eye plano, cyl: right eye +0.50 / left eye +0.75, axis: right eye 065 / left eye 005. She has problems with reading because of the blurriness and she sees major halos and sunbursts which affect her driving. She also experiences double vision. The surgeon treated the patient's left eye with a laser treatment but she is not sure what kind. The surgeon stated because of the laser treatment she should not remove the left eye lens, but could consider her right eye lens removed. She went for a second opinion and was treated her with eye drops for dry eyes as she said she felt like there was sand in her eyes. She does not plan to remove either lens and is hoping for a resolution from her surgeon. No additional information was provided. Since both eyes were affected, a separate MDR will be filed for each eye. This MDR is for her left eye.

Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer since it remains implanted. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The complaint related test is the cosmetic inspection performed at final inspection. The in-line optical inspection data showed the lens was within power specification and met the specified cosmetic requirements. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.